Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11058, related manufacturer reference number: 1627487-2019-11060. It was reported the patient was experiencing ineffective stimulation. In turn, the entire scs system was explanted. This addressed the issue.

Manufacturer narrative:
Corrected data: (B)(4). The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference numbers: 1627487-2019-11058, 1627487-2019-11060. Additional information received indicated the patient did not charge their ipg as recommended, causing the ipg to become inoperable.